Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -05.00 diopter, within the same surgery due to lens tore/broke during delivery into the patients left eye (os). There was no patient injury. Another same model/diopter lens was implanted within the same surgery and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).